Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided. D10: concomitant medical product: xfos310, osseotite® 2 implant 3.75 x 10mm, lot: 2017110090.

Event description:
Doctor reported that implants at tooth sites 12 and 14 were removed on (B)(6) 2026 due to fracture and implant system failure. Patient has been rescheduled for new implants placement and will incur additional costs.